Manufacturer narrative:
UDI #: (B)(4). Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. Initial reporter phone no. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon experienced issues with two intraocular lenses (iols). When the surgeon opened the boxes, the surgeon discovered the haptic was bent. Reportedly, there was no patient involvement or patient injury. No further information was provided. Note: the surgeon experienced issues with two intraocular lenses. Both medwatch reports will be file separately between each serial numbers. This report is for serial number (B)(4).

Manufacturer narrative:
A review of the manufacturing records was performed. The ar40e manufacturing process records were evaluated. The lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review that were related to customer's reported complaint. The lenses were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. A search showed that this was the only complaint found within this production order. The lens met specification prior to release. A review of the labeling, directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the lens. The dfu states that prior to implanting, to examine the lens and package for any discrepancies. Examine the lens thoroughly prior to use. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection revealed that the lens was returned in its original package. Surface residuals (particles and fibers) were observed on lens which indicated that the unit was handled and prepared for surgical use. The lens was found with a large cut and with one of the haptics distorted. Based on the visual inspection results, the complaint of haptic distorted/bent was verified. All pertinent information available to abbott medical optics has been submitted.